Manufacturer narrative:
The information is not provided as per EU regulation (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, as lens remains implanted, no indication that it was explanted. Telephone number: (B)(6). The iol has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the dib in the capsular bag, the surgeon found that the simplicity shooter plunger had scratched the lens. The lens is currently in the eye and the shooter is not available. The customer said that to their knowledge, there were no problems with the patient's vision. No further information was provided.